Event description:
It was reported by the costumer's father that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 300 mg/dl. The customer tried to use insulin pump and insulin pen for treatment of high blood glucose. The troubleshooting was performed. The customer was advised to change entire set, reservoir and insulin and treat per healthcare provider instructions. The customer was advised to follow up with healthcare provider concerning unexplained high blood glucose. The customer was advised about the 2 high blood glucose rule. The customer was advised to call if any other assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.